Event description:
Additional information was received indicating a revision procedure was performed wherein this lead was repositioned. There were no complications or adverse patient effects associated with the procedure. This lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output and decreased r-wave sensing since implant. A chest x-ray was performed which was unremarkable. The loc is believed to be the result of a microdislodgement. A revision procedure has been scheduled to reposition the lead. The patient is not pacemaker dependent and there have been no issues related to the noted undersensing. Shock impedances were noted to be stable. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.